Event description:
The patient could not adjust their stimulation and it was noted that the upper limit was reached. He turned on the stimulation yesterday and noted that it was "acting funny then all of a sudden quit". There was no known accident or incident related to this complaint. Further information was requested.

Manufacturer narrative:
(B)(4)